Event description:
The user facility reported that the urethane layer had been ripped off from the radifocus guidewire m device. Follow up communication with the user facility reported the following information: during a pta procedure, the doctor had difficulty inserting the actual sample into a 8fr. Sheath. The doctor checked the actual sample and found that the urethane layer had been ripped off. No known impact to the patient.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the urethane layer had been ripped at approximately 15mm from the distal end and rolled back over the guide wire shaft in the distal direction to approximately 130 mm from the distal end, resulting in the exposure of the core wire on approximately 145mm - 157mm from the distal end. Magnifying inspection found that the urethane layer had been elongated and whitened at approximately 157mm from the distal end and at approximately 130mm from the distal end, the urethane layer had been turned over the guide wire shaft by approximately 1mm in the proximal direction. Electron microscopic inspection revealed the generation of some creases on the urethane layer at approximately 157mm from the distal end. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specifications, being comparable to that of a current product sample. The actual sample was primed with saline solution sufficiently and underwent tactile inspection for the state of the activated hydrophilic coating along the wire, excluding the damaged segments. No catch was felt. It is likely that the hydrophilic coating has been applied along the wire properly. The urethane layer on the undamaged segment was removed intentionally for the purpose to evaluate the state of adhesion of the urethane layer to the core wire. With no generation of a gap between the core wire and the urethane layer or lifting of the urethane layer from the core wire, no anomaly was revealed. A review of the device history record and product release decision control sheet of the involved product /lot number combination confirmed that there were no production related problems or nonconforming indications. A review of the complaint files confirmed the involved product/lot number combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, based on the investigation result, the below scenario can be inferred as a cause of this complaint. Due to some factor(s) the actual sample was caught in the device used in combination with it and further manipulations were carried out in the state where the urethane layer on the actual sample had close contact with the involved device. Finally, the urethane layer bit into the involved device firmly and got ripped. Further manipulations caused the ripped urethane layer to get rolled back over the shaft. Due to significant deformation and elongation on the urethane layer it cannot be determined if there was a dent which could be a trigger of the reported damage on the actual sample. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).